Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with one of two screws which have penetrated the acetabular cup and is seated completely within the bone. The reported issue was confirmed based on the provided x-rays; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the screw penetrated the cup postoperatively. A revision surgery was performed to remove it immediately. The screw was successfully removed, the cup was reinserted, and the procedure was completed.

Manufacturer narrative:
(B)(4) g2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.